Event description:
It was initially reported that the pt died in 03 from congestive heart failure. The device was removed two days later, and was found to be in a hardware vvi reset. The ICD was returned for analysis.